Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker. Additionally, data was received from the patient. A review of the downloaded data log did not find any errors related to the customer complaint.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated symptoms.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2015. Patient experienced a severe low blood glucose event while driving. Patient was feeling dizzy and disoriented, so he slowed down and tried to pull over, but passed out and his car went into a ditch. The paramedics and the police were called. The patients' blood glucose was at 25mg/dl and the patient was administered glucagon. Additionally, the patient tested the audio function of the receiver and it did not beep. No further event or patient information was provided.